Event description:
The pt reported her ipg stopped holding a charge over a yr ago. The pt reported she had been implanted for hip pain; in august 2011 she had undergone a hip replacement surgery. The pt reported she no longer had the pain pattern and wanted the scs system removed. The pt was advised to contact a physician regarding the issue. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.